Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
The customer reported getting a check vent alarm, generating 5 voltage supply failure and primary alarm failed error codes. There was no patient involvement. The field service engineer performed evaluation and confirmed the reported problem. The field service engineer then replaced the power management printed circuit board assembly (pm pcba) to resolved both issues. Performed functional test which unit passed successfully.